Event description:
It was reported the left ventricular lead threshold was increasing and the patient experienced phrenic nerve stimulation. Reprogramming was completed. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.